Event description:
It was reported that the pt experienced a shocking sensation in which the pt had never experienced at such a low voltage (voltage unspecified). When the implantable neurostimulator site was palpated the pt jumped. No further info was available at the time of this report.